Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the shield was missing. The syringe was returned without the shield and without any packaging. A review of the device history record was completed for batch# 3190223. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing issue as the sample was returned loose without any packaging root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
Material no. 324911 batch no. 3190223. It was reported that before use of the bd veo¿ insulin syringe with the bd ultra-fine needle the needle shield was missing from syringe and was not in polybag. The following information was provided by the initial reporter: consumer reported find shield missing from 1 syringe not loose in bag, completely missing. The bag was sealed he did not stick himself.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 324911 batch no. 3190223. It was reported that before use of the bd veo¿ insulin syringe with the bd ultra-fine needle the needle shield was missing from syringe and was not in polybag. The following information was provided by the initial reporter: consumer reported find shield missing from 1 syringe not loose in bag, completely missing. The bag was sealed he did not stick himself.